Manufacturer narrative:
The instrument was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that while on site during a clinical case, the medtronic representative (mr) noticed that more instruments had signs of damage. These instruments include 5.5 tap, 5.5/6.0 driver and possibly two navlocks. The mr stated that he was going to go through the instruments more intensely to inspect for further damage. The surgeon was attempting to tap his hole when the navlock became jammed on the tap. The same situation occurred with the screwdriver. The surgeon was attempting to place his screw and the navlock became jammed on the driver. The mr reported that it have may been due to the way the surgeon was torquing the instruments but it¿s hard to tell. Nothing the surgeon was doing looked out of the ordinary really. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Analysis found that the returned tracker has slight galling inside the handle causing the minor fit issues reported. Otherwise, with markers attached and fully seated, the tracker returned good geometry and divot error readings. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.